Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one detached needle and one suture inside their opened packaging that pertain to product code vcpb945h. During visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The suture cannot be dispensed since have begun the degradation process which caused the needle to come out from the suture. The foil was visually inspected, and excessive wrinkles were observed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.